Manufacturer narrative:
Updated sections: a2, b2, b3, b5, h2, h6, h11. Corrected data can be found in section d: d1, d4. Additional information: it was reported that during a da vinci-assisted left upper pulmonary lobectomy procedure, bleeding occurred, which necessitated a conversion to a thoracotomy to gain vascular access, and the patient ultimately expired intraoperatively. The cause of death as it appears on the death certificate is, "hemorrhage caused by tumor invasion of the pulmonary artery". According to the surgeon, a da vinci system, instrument, or accessory did not cause or contribute to the reported event. A review of the system logs for the reported procedure date found that the system functioned normally and there were no indications relating to this event. Log review of the five subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, tip-up fenestrated grasper, cadiere forceps, maryland bipolar forceps, fenestrated bipolar forceps. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died during a pulmonary lobectomy when bleeding occurred. Although the exact details of how or when the bleeding began is not provided, the tumor invaded the pulmonary artery which is given as the primary cause of bleeding. No allegation has been made against any intuitive surgical device. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The da vinci system information, procedure date and time, and surgeon name were not provided; therefore, insufficient information is available for event verification and no logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a robotic procedure that required an open conversion due to bleeding. The type of procedure, what was bleeding, how the bleeding occurred, or any other details of the patient or the events of the procedure were provided. No allegation was made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event. .

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, bleeding occurred, which necessitated a conversion to open surgery, and the patient ultimately expired. The event was reported to have occurred in ¿early 2025.¿ the information was reported to the intuitive clinical sales representative by the hospital robotics coordinator. No further details were provided. Multiple attempts to obtain additional information have been requested; however, no response has been received.